Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clot was located in the proximal basilar artery. After the first pass with the subject device, embolization to new left p2 posterior cerebral (pca) artery territory occurred. The physician made one more pass with the same device and the clot was removed from the left p2 pca . Post procedure, a modified thrombolysis in cerebral infarction (tici) score of 2b was achieved.

Event description:
The initial clot was located in the proximal basilar artery. After the first pass with the subject device, embolization to new left p2 posterior cerebral (pca) artery territory occurred. The physician made one more pass with the same device and the clot was removed from the left p2 pca . Post procedure, a modified thrombolysis in cerebral infarction (tici) score of 2b was achieved.

Manufacturer narrative:
The device is not available to the manufacturer.